Event description:
It was reported that after surgery, the intertan compression-screw migrated from its implantation position. A medical intervention was performed to solve the malfunction.

Manufacturer narrative:
Information update: b5.

Event description:
It was reported that after surgery, in both cases, the intertan compression-screws migrated from their implantation position. No injury reported.

Manufacturer narrative:
It was reported that after surgery, the intertan compression-screw migrated from their implantation position. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Smith and nephew has been unable to obtain device details. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A medical analysis noted the images provided support the complaint of a backed-out screw in the presence of a comminuted, intra/subtrochanteric fracture with one cerclage/cable wire. The set screw does not appear to be engaged which is correct with use with a compression screw. It is unclear which corrective medical intervention was performed. No further supporting clinically relevant documentation was provided for inclusion in the medical investigation. Possible causes could include but are not limited to patient anatomy, user/procedural variance or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.